Manufacturer narrative:
Unit received with full segment frozen display due to light moisture damage to electronic assemblies. No blank display anomaly noted. Unit received with corroded motor home switch. Unit received with corroded battery tube. Unit received with cracked case at display window corners. Unit received with minor scratches on reservoir tube window and lcd window.

Event description:
Customer reported via phone call of experiencing a blank display screen after battery change and bolus delivery. Customer's blood glucose was unknown. Customer reported that insulin pump was exposed to extreme temperatures as customer works outside all day. After troubleshooting customer was advised that insulin pump would need to be replaced.